Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Please note that the inner diameter of the nipro guideplus 2 el extension catheter is 0.056 inch (1.43 mm) and thus meets the requirements specified in the orsiro mission IFU (? 0.056 inch).

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion in the moderately tortuous rca. The complaint instrument was introduced into the patients body by use of a sion guidewire, a 6f glidesheath and a nipro guideplus el extension catheter. However, the stent was deformed and could not be used. The physician commented that the orsiro mission was not compatible with the nipro guideplus el.